Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review could not be completed because no serial number was provided. Because the device was not returned to mmdg, an investigation could not be completed. This report is being filed because the event occurred while the device was in use by a pediatric patient (under 18) and per our procedures all reports of this type of event that involve a pediatric patient are considered reportable. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was still running after the formula had been infused and was continuing to pump air into the patient. At the time of the complaint the initial reporter stated that the patient had been "happy as a clam" and that there were no adverse effects. No other information was provided. (B)(4).